Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon tried to insert the cortex screw through the plate, the screw broke right below the head. A fragment of the material remained in the patient¿s body. The operation was delayed for ten minutes due to this incident. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device broke during insertion; device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. Report was initially submitted on (B)(4) 2015 but the FDA site was down. Advised by FDA on (B)(4) 2015 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.